Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: (B)(6).

Event description:
The event involved a 5" (13 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave®, rotating luer, and it was reported that at 16:00 on (B)(6), a leakage occurred at the infusion connector during infusion, then the nurse immediately replaced it. After inspection, minor cracks were found at the threaded port, likely caused by impacts during transportation or handling, which later result in leakage during use. There was patient involvement, and no patient harm/ adverse event reported.